Event description:
The facility contacted baxter (B)(4) to report a surgical blood administration set that showed loose components. This condition was found before use. There was no patient involvement, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot.a follow-up report will be filed if any additional details become available.